Event description:
It was reported that this right ventricular (rv) lead got pulled back into the atrium confirmed via chest x-ray. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.